Event description:
It was reported that this (B)(6) year old patient with bioprosthetic aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure due to stenosis and regurgitation after an implant duration of nine (9) years and two (2) months. An edwards transcatheter valve was successfully implanted within the failed valve. There were no complications during the procedure. The patient was stable and in good condition throughout the procedure. The patient was discharged pod #1.

Manufacturer narrative:
Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The root cause of this event cannot be conclusively determined with the available information. However, the regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors, which included his younger age at implant and the valvular implant position. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this (B)(6) year-old patient with bioprosthetic aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure due to regurgitation after an implant duration of nine (9) years and two (2) months. An edwards transcatheter valve was successfully implanted within the failed valve. There were no complications during the procedure. The patient was stable and in good condition throughout the procedure.